Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 429688 lead, implanted: (B)(6) 2012. The initial reported event was received on 2017-02-17. Of note, the reportable infection is normally submitted via an alternative summary report submission that would have been due on 2017-04-30. Information was subsequently received on 2017-03-31 and revealed the event no longer qualifies for alternative summary reporting, therefore this event is being submitted as a bimonthly report.

Event description:
It was reported that a pocket infection occurred. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was later explanted. It was also reported that the patient experienced a pocket hematoma and a pocket revision took place. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that when the infection was discovered, the patient had been hospitalized due to inappropriate therapy delivered due to atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.